Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was not experiencing stimulation in the lower back and the stimulation only reaches the thighs. It was also stated that the patients ipg was in hibernation and was not charged. The patient underwent a revision procedure wherein all devices were removed and replaced with an MRI compatible one. The explanted devices were not returned and the patient was doing well postoperatively.